Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
The patient reports that this problem began over the past year. She saw dr. Who recommended vaginal estrogen for an apical exposure of the graft - she has been reluctant to use that treatment and the erosion has become somewhat larger over time. Her partner is reporting pain with intercourse - this is her primary complaint. He feels something sharp just inside the vagina "on the front side". Otherwise she is continent and denies vaginal bulge symptoms.